Event description:
As reported, the 6f vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter was outside its sterile packaging. The guide catheter itself was not within the sterile packaging. The sterile pouch was received open/compromised. The event involved the inner product pouch. There was no reported patient injury. There was no damage to the shipping box or to the outer product box. The condition was noted upon attempting to stock the item on the shelf upon initial receipt of the product. It is not possible that the product had been purposely opened in anticipation of use, and when not used was reshelved. The products are stored on a cart in the hall, and the device did not make it to the cart because upon attempting to stock on the shelf it was noticed that the sterile barrier of the item was compromised. A picture was received for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the 6f vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter was outside its sterile packaging. The guide catheter itself was not within the sterile packaging. The sterile pouch was received open/compromised. The event involved the inner product pouch. There was no reported patient injury. There was no damage to the shipping box or to the outer product box. The condition was noted upon attempting to stock the item on the shelf upon initial receipt of the product. It is not possible that the product had been purposely opened in anticipation of use, and when not used was reshelved. The products are stored on a cart in the hall, and the device did not make it to the cart because upon attempting to stock on the shelf it was noticed that the sterile barrier of the item was compromised. One photo was submitted for analysis. The photo shows a guiding catheter inside of a plastic biohazard bag. No outstanding anomalies were noted in the picture. Without the return of the device or images for analysis, the reported customer event packaging/pouch/box ¿ compromised sterility could not be confirmed. Storage/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was not returned. A picture was received for review.